Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating, and it was difficult to pump, the device presented a fluid loss since it reported hole at reservoir seal, device contained blood and tissue. The ipp was explanted and replaced. There were no patient complications reported.